Event description:
It was reported that the pump battery would not charge, and the charging connection was unstable when plugged into a wall outlet, despite using a tandem charging cable. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to try different wall outlets, adapters, and cables, but these actions did not resolve the issue. Since the pump was still under warranty, technical support decided to replace it. The customer was informed about putting the pump into storage mode before returning it and was provided with a prepaid label to return the faulty pump within 10 days. The customer understood and acknowledged the instructions.